Event description:
It was reported that the patient presented for atrial lead revision due to persistant lead noise resulting in inappropriate mode switch. The lead was capped and replaced on (B)(6) 2021. The patient was discharged.